Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing, resulting in an inappropriate mode switch. The ra lead noise was reproducible with isometric exercises. Programming changes were made. During a subsequent remote follow-up, it was discovered that the right ventricular (rv) lead also exhibited noise oversensing, resulting in high ventricular rate (hvr) episodes. The rv lead sensitivity settings were adjusted accordingly. The patient remained in stable condition.